Manufacturer narrative:
On completion of the device evaluation, no significant errors were noted in the error log. The device had initially failed repair testing for test hw power fail. On further investigation, it was noted the internal battery connection was not connected. It was plugged in, but not locked fully into the connector. Once it was plugged, the device passed all testing.

Event description:
The manufacturer received information a trilogy 100 ventilator was reported to have been returned to the manufacturer's service center for stock recertification . There was no patient involvement, and no harm or injury reported. Preventive maintenance was completed as per maintenance schedule. On device evaluation, the device failed repair test for test hw power fail. The device was returned to the technician for additional evaluation. The evaluation of the device failure has not yet been completed. If new information becomes available following the completion of the device repair, a follow up/supplemental report will be completed.